Event description:
It was reported that the insulation and/or release buttons were worn, missing or broken.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The monopolar handle unit is missing the insert release button. Unable to function test the device due to the broken insert release button. Probable root causes could be handling during cleaning/sterilization, or normal wear and tear. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation and/or release buttons were worn, missing or broken.